Manufacturer narrative:
The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed.

Event description:
It was reported that a bd vacutainer® k2e (edta) 7.2mg plus blood collection tube underfilled during blood collection. No injury or medical intervention was reported.